Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2013 in fdi 46 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patient complications were reported.